Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 628965-inv, 628969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, nabothian cyst, gastroparesis, menstrual cramp and cholecystectomy. Previously administered products included for an unreported indication: lupron. Family history included thyroid disorder (mother, brother). On (B)(6) 2009, the patient had essure inserted. In september 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, unilateral oopherectomy and fulguration of endometriosis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the dysmenorrhoea, fatigue and endometriosis outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, endometriosis, fatigue and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date in previous version it is given as 07-nov-2009, now it is reported as 01jun2009 and 06jun2009. The right essure device was placed first, there was 3 coils remaining outside the fallopian tube ostia following deployment. On the left side there was 2 coils remaining following deployment. In medical record it is reported that essure for bc- possible device migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 21-sep-2009: total bilateral occlusion. Bilateral fallopian tubes are occluded with essure wires in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : cramping, pelvic pain and endometriosis lot 628965 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 628965-not valid, 628969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, nabothian cyst, gastroparesis, menstrual cramp and cholecystectomy. Previously administered products included for an unreported indication: lupron. Family history included thyroid disorder (mother, brother). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, unilateral oopherectomy and fulguration of endometriosis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the dysmenorrhoea, fatigue and endometriosis outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, endometriosis, fatigue and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date in previous version it is given as (B)(6) 2009, now it is reported as (B)(6) 2009 and (B)(6) 2009. The right essure device was placed first, there was 3 coils remaining outside the fallopian tube ostia following deployment. On the left side there was 2 coils remaining following deployment. In medical record it is reported that essure for bc- possible device migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Bilateral fallopian tubes are occluded with essure wires in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : cramping, pelvic pain and endometriosis. Most recent follow-up information incorporated above includes: on 29-may-2019: update of information (batch is not valid). We received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 628965, 628969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, nabothian cyst, gastroparesis, menstrual cramp and cholecystectomy. Previously administered products included for an unreported indication: lupron. Family history included thyroid disorder (mother, brother). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, unilateral oophorectomy and fulguration of endometriosis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the dysmenorrhoea, fatigue and endometriosis outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, endometriosis, fatigue and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date in previous version it is given as (B)(6) 2009, now it is reported as (B)(6) 2009 and (B)(6) 2009. The right essure device was placed first, there was 3 coils remaining outside the fallopian tube ostia following deployment. On the left side there was 2 coils remaining following deployment. In medical record it is reported that essure for bc- possible device migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Bilateral fallopian tubes are occluded with essure wires in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: cramping, pelvic pain and endometriosis. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs and mr received. Reporter information were added. Case become incident. Lot number were added. Medical history and historical drug were added. Event injury were updated as pain. Event : dysmenorrhea (cramping), fatigue, endometriosis and abdominal pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report. .